Manufacturer narrative:
The customer reported a replace sensor error message with freestyle librelink application. Adc attempted to replicate the reported issue and the reported configuration of android 14 is not compatible with the freestyle librelink application. The compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer, and the incompatible configurations were used, this complaint is therefore not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with a samsung a23 phone with android operating system version 14. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer was unable to self-treat, requiring treatment of fruit juice provided by third-party (mother). There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device in use with a samsung a23 phone with android operating system version 14 and app version 210110406. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer was unable to self-treat, requiring treatment of fruit juice provided by third-party (mother). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The user reported replace sensor error message. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This also serves as a correction report. Section h11 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.